Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken charged coupled device unit, the resolution was inadequate and a poor-quality image was displayed. The most probable cause for scratched outer tube and sharp edges was traced to component failure. However, the most probable cause for foreign material in laser light cable could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited scratched outer tube, sharp edges, broken charged coupled device unit, inadequate resolution, poor image quality and foreign material in laser light cable (llk) plug of video cable section. There was no patient involvement.